Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
Device malfunction: unk; time of symptoms/ae: post vessel closure; symptoms/ae: loss of pulses in right leg, engorged; it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after an interventional coronary procedure. During step 3 (thumb advancer) the physician noted oozing, but proceeded until the clip was deployed and the device was removed. Hemostasis was not achieved with the clip, and manual compression was applied to achieve hemostasis. Within 10-15 mins, the patient's leg felt cold with diminished pulses, and an engorged superficial vein. An angiogram was taken and extravasation of dye at the puncture site was noted, and an av fistula was suspected. Surgery was performed to remove a clot, repair the vessel and the clip was removed. One day post surgery, the patient had no complications.